Event description:
The customer reported the system displayed a communications error. This error will cause the system to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a part and repaired the system. The system operates as intended.